Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/06/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that on the 2nd day of sensor wear, the patient's skin started itching. On the 6th day of sensor wear, the sensor was removed and the skin was red, irritated, bumpy and resembled the start of a rash. Reaction was located underneath the sensor adhesive and was the exact same size as the adhesive. The affected area was treated with desonide cream, prescribed on (B)(6) 2016, for a previous skin reaction. At the time of contact, the patient was well. Additional event or patient information is not available.